Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device was selected to be used. The patient had challenging anatomy, limited depth, and proximal pectinate. During the procedure, the closure device was released and within five (5) minutes the closure device embolized. The left atrial (la) pressure at the time of implant was six (6) and a fluid bolus was administered once the la pressure was determined. The closure device was retrieved percutaneously with a raptor. The physician mentioned the patient may need a mitral clip later. The patient remained intubated and there was no closure device re-implant. The patient is doing fine and is fully recovered.